Manufacturer narrative:
The device was returned to the factory for evaluation. A small amount of blood was observed in the delivery tube. Slight evidence of blood was observed on the device. The slide lock was engaged. The plunger was not depressed on the delivery device. The anchor and tension spring assembly remained inside the delivery device in the pre-deployed position. The seal was extended outside the tube. Measurements were unable to be taken; the inner delivery tube contained a small amount of dried blood/tissue. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm aortic cutter malfunctioned. It seems the punch was ok, the issue was with the heartstring being loaded properly. The heartstring being loaded properly. The heartstring wouldn't load into the straw within the delivery tool. They opened a new heartstring device to load and hand up to the surgeon. A replacement device was used to complete the procedure. The hospital did not report any patient effects.